Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. Further information requested but not received.

Event description:
Related manufacturer reference number: 1627487-2020-32035. It was reported that the patient's scs system was replaced for an unknown reason.

Manufacturer narrative:
There was no complaint against the returned ipg. It was reported a patient underwent a system replacement. The reason for the replacement is unknown. It was reported the surgery proceeded without complications and effective therapy was restored. As received, normal pairing and bluetooth (ble) communication was observed. The device was tested to manufacturing specifications using ate and passed all tests. The ipg functioned as intended.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.